Event description:
It was reported that: the patient states that she has tremendous back pain and various other complications since the implant. Within one week of the implant she developed a hematoma that required add'l surgery and heavy doses of antibiotics. She has a rash around the incision site that periodically flares up and itches profusely. The patient has had intense back pain since the implant surgery. She states that she has been on narcotic pain medications since the surgery and is now being treated by a pain management specialist. The patient had an appointment on (B)(6), 2012 where an x-ray and blood work was completed. She will be contacted by her surgeon when test results are received.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.